Event description:
It was reported that occlusion alarms occurred. The customer went to the emergency room and was subsequently admitted to the intensive care unit with a blood glucose (bg) level of 911 mg/dl with ketones. Ketone levels were identified as life threatening by health care provider. The customer received intravenous fluids of saline and insulin to address the elevated bg. Treatment resolved the issue without causing any permanent damage. Customer was discharged on (B)(6) 2026. The customer resolved the occlusions by changing the infusion set and cartridge and resuming insulin.